Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log but was unable to reproduce failure in test. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the sales representative contacted lifescan from (B)(4) alleging an error 2 issue with a one touch verio iq meter. The representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the representativeclaimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.